Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by an affiliate, a codman perforator had malfunctioned and caused a dural tear. The perforator was used with a aesculap drill. The perforator was used to drill a single hole prior to this event. The target site for perforation was the right temporal with bone thickness of 5mm, and at the time of the vent, the patient had elevated intracranial pressure. The device was used with irrigation during perforation. No adverse consequences to the patient.

Manufacturer narrative:
The device was returned for evaluation. The perforator was visually inspected. The device showed the product label was heavily worn. Functional testing was then performed. The perforator drilled a series of holes without issue. A review of manufacturing records found no discrepancies when released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended.

Manufacturer narrative:
UDI: (B)(4). It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information.